Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error alarm. Customer's blood glucose value was unknown at the time of the incident. Customer stated that they were able to successfully clear the alarm and able to complete pump rewind. Customer stated power error detected recurred within a week of troubleshooting of previous occurrence. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with operational currents within specific and passed self test and displacement test. Insulin pump power error confirmed due to connector resistance electrical board .